Event description:
The customer called technical support (ts) and reported that the device had a blower stalled alarm and an occluded alarm. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. It was confirmed that there were 2 alarms. The blower stalled alarm and the occluded alarm were active. While troubleshooting, it was verified that the blower was not spinning. In the pneumatics screen, the customer increased pressure to 10, and the blower did not operate. The rse recommended the part number for the blower assembly. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 08/05/2022, 08/18/2022 and 08/24/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.